Event description:
Gj tube replaced due to clear plastic piece detached from j tube button. (B)(6) female who presented to ed after the g tube extension tip got stuck into her g tube port 3 hours ago. Her mother tried to dislodge the clip, but it got stuck further. Replacement of gastrojejunostomy tube. Removed gj tube saved.